Event description:
This report is being filed after the subsequent review of the following journal article: judet osteoperiosteal decortication for treatment of non-union: the cornwall experience. Guyver, p., wakeling, c., naik, k., norton, m (2012). Judet osteoperiosteal decortication for treatment of non-union: the cornwall experience. Injury, int. J. Care injured 43; 1187-1192. This was a retrospective analysis of 40 cases treated with judet osteoperiosteal decortication between (B)(6) 2002 and (B)(6) 2008. A table of failure rate by plate type in the discussion section listed the device failure rate of the plates used in the study. The table noted one (1) device failure of the synthes less invasive stabilization system (liss) plate out of a total of two (2) uses. This report is 1 of 1 for complaint (B)(4). This report is for an unknown liss plate. A copy of the journal article is being submitted with this medwatch.

Manufacturer narrative:
This report is for an unknown less invasive stabilization system plate. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.